Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure, the 26mm sapien valve moved aortic during deployment, resulting in a final position of 90:10 aortic. Echo revealed 2-3+ paravalvular leak (pvl) and no central aortic insufficiency (cai). A second 26mm sapien valve was subsequently implanted in a more ventricular position within the first valve, which reduced the pvl to 2+. Post dilatation was performed with 1ml added to the delivery system, with a final result of 2+ posterior pvl and no cai. The patient was extubated and transported to the intensive care unit (ICU) in stable condition. The native aortic annular diameter was 23-24mm by tee and 22mmx27mm (area 470) by CT. The native aortic valve was moderately calcified. There was severe mitral annular calcification (mac) and mild ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was normal. The image intensifier angle was described as good, and the coaxial alignment of the valve and delivery system was described as fair. Prior to valve deployment, balloon aortic valvuloplasty (bav) was performed with a 23x4 edwards balloon, and watermelon seeding was noted. During deployment, ventilation was not held and there was no loss of pacing capture. Per the implanting physician, several procedural factors may have contributed to the aortic movement during valve deployment, including stored tension in the delivery system, the delivery balloon being inflated slightly too fast, and a poor prescreening CT scan. It was believed that the aortic annulus may have been slightly larger than estimated.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the aortic malposition cannot be confirmed. However, a combination of patient (moderate native aortic valve calcification, severe mac, mild ventricular septal hypertrophy, preserved ef) and procedural (fair coaxial alignment, stored tension in the delivery system and the delivery balloon being inflated slightly too fast) factors may have contributed to the event. Factors that may have contributed to the pvl include the aortic malposition, the elliptical shape of the native aortic annulus (22mmx27mm by CT), moderate native valve calcification, and the 26mm sapien valve being potentially undersized due to a poor prescreening CT scan. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.